Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent high blood glucose (bg) level readings of "high", specific value was not provided. Cause of high bg was not known. Customer administered boluses via the pump and manual injections, and performed multiple supply changes to address the issue. On (B)(6) 2023, customer went to the emergency room with a high bg level of 800 mg/dl and was subsequently admitted to the intensive care unit; customer was "very groggy". Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.